Event description:
Home peritoneal dialysis patient had difficulty connecting extension set to y tubing. Patient then noted that the distal connector on extension set was broken. Set had been in use four months. Patient did not receive prophylactic antibiotics and did not develop peritonitis.